Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977c165, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A consumer reported starting in (B)(6) 2017 they were having a constant ripping pain at the pocket site and there was a bump where the leads were implanted. The consumer previously tried consulting with the implanting physician about the pain and lump, but they said it was the normal healing process. The consumer was looking for a new healthcare provider (hcp). No further complications were reported/anticipated. Relevant medical history includes non-malignant pain and degenerative disc disease. Additional information was received stating the "cord" had been determined to be coiling into the patients back in addition to the ins being rejected from the patients body as it had started to "push through" (erode) the scar tissue. Removal of the entire system was scheduled for monday (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.